Event description:
Boston scientific received information that the atrial and ventricular setscrews of this cardiac resynchronization therapy defibrillator (crt-d) could not be loosened during a device changeout for normal battery depletion. As such, the right ventricular (rv) and right atrial (ra) leads were cut so the device could be explanted. This device was explanted and the leads were capped and surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.